Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and had been using the same cartridge and trusteel infusion set for over 2 days. Tandem customer technical support informed customer to always use room temperature insulin and that trusteel infusion set and cartridge is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.